Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the trap does not release pressure and acts as a one-way valve to the pleural cavity. The patient presented pneumothorax when using the system. It is unknown what medical intervention was given to the patient. The current status of the patient is also unknown. No other information is available at this time.